Manufacturer narrative:
(B)(4). Device labeling addresses: device labeling addresses the reported event of seroma as follows: the (B)(4): 3 year and 5 year cumulative first occurrence kaplan-meier adverse event rates (95% confidence interval), by pt: seroma 2.6% through 3 years, 2.6% through 5 years. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.

Event description:
A report of null-type anaplastic large cell lymphoma arising in a silicone breast implant capsule written in plastic and reconstructive surgery june 2011, vol. 127 number 6 was reviewed and additional info was requested by the author. The author submitted minimal device info. He was able to inform product support that the pt was implanted 19 years ago with a smooth silicone device and replaced with a textured device in 2006, but is unsure of the style. In 2007, the pt had a capsulectomy. The device remains implanted as it was found to be intact. Finally, in 2009, she was replaced with a mcghan 110-220 textured silicone implant. Both implants were removed according to the article, there was serious hematic fluid around the right prosthesis. Capsulectomy was performed. The pathologic findings were consistent with a diagnosis of null-type, anaplastic lymphoma kinase negative, non-hodgkin's anaplastic large cell lymphoma.